Manufacturer narrative:
Analysis of the 8637-40 serial number (B)(4) found pump motor gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found gear train anomaly, stall due to shaft-bearing. Analysis found slight corrosion on gear wheel 3. Analysis of the upper shaft of gear 2 after partially wiping off some of the residue, found shaft wear. Analysis of the 8709 catheter found catheter body torn or broken or melted at or after explant, did not affect infusion. Analysis found a slice cut in the suture ring of the pump connector. Catheter damage was found on the connector pin. Interrogation of the pump determined it was used to infuse baclofen 2 ,000 mcg/ml at 399.7 mcg/day and fentanyl 125 mcg/ml at 24.98 mcg/day. Outcome attributed to adverse event, ¿other¿ was corrected to ¿intervention required¿.

Manufacturer narrative:
Concomitant medical devices: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from an unknown healthcare professional (hcp) regarding a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity, and other spasticity. It was reported that the pump reached elective replacement indicator (eri). The hcp was couldn't get the catheter to aspirate, and questioned the possibility of a granuloma. The initial reporter, drug information, troubleshooting, diagnostics, onset, actions/interventions, outcome, and cause were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional (hcp) via a clinical study. The hcp was unable to aspirate in the operating room (or) during a scheduled pump replacement. The hcp thought the catheter may have been kinked, so cut the catheter, but was still unable to aspirate the catheter. The cause was not determined. The patient reported a decrease in therapeutic effect. A reservoir volume discrepancy was noted during a refill: 27 ml under infusion. The cause was not determined. The event occurred with the patient's previously existing catheter. In regard to the catheter status, it was noted that the catheter was partially removal as of (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.